Event description:
Opacification of the implanted device was diagnosed (date unknown). Possible future explantation under eval. Several attempts have been made to obtain add'l info. No further info is available at this time.